Event description:
The device was connected to a person complaining of chest pain. Disposable defibrillation/ pacing/ ECG electrodes were attached to the patient. The device allegedly displayed a continuous "connect electrodes" warning message and failed to diaplay the patient's ECG in the paddles mode. A 3 - lead patient cable was subsequently attached to the patient and the patient's ECG was displayed normally. The patient was diagnosed in a normal sinus rhythm. There were no adverse effects to the patient reported as a result of the alleged malfunction.